Event description:
The customer reported that the system was shutting down in middle of the case. The system locked up during a procedure.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep reloaded the system software and configuration files. The carm is now working properly.